Event description:
Event tubing - spiked blood y-set to fluid, was not able to get fluid to flow through the system. Event tubing - practitioner squeezed the blood y-set to deliver fluid to the pt; the ball got caught up in the tubing and did not allow the fluid to move throughout the tubing.